Event description:
It was reported that the zimmer dermatome was stripping the skin. Additional clinical follow up with the hospital indicated that the spd (sterile processing department) separated the repair tag applied by the operating room staff from the actual device. Nurse did not know whether the graft was usable or if there was any additional harvest or surgical intervention required. There would have been an alternate device available if required to complete the planned procedure. Due to the inability to identify which dermatome was problematic, the hospital sent in three air dermatomes which met the criterial as the possible device involved in the reported event.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.